Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A gastro-intestinal ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021, the patient experienced abdominal pain. In (B)(6) 2021 during a tubing replacement, a pressure ulcer in the duodenum caused by the internal tube was observed. The gastroenterologist removed the intestinal tube without putting back the missing connectors and connected the pump through the gastric port (on the peg tube) for four to five months. The patient was treated with motilium and buscopan. It was reported that since the internal tube was removed, the pain resolved.